Event description:
Boston scientific received information that this atrial lead exhibited more than 3000 ohms impedance, undersensing, high threshold and a noise on electrogram (egm) channel. Additional information was received indicating that the atrial lead fracture was confirmed through fluoroscopy and impedance measurements of over 4000 ohms. The lead was abandoned surgically and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--